Event description:
Event description boston scientific, crm received information that while the patient with this cardiac resynchronization therapy defibrillator (crt-d) device underwent surgery, his intrinsic heart rate fell to its ventricular escape rate of approximately 20 bpm. The device attempted to pace the patient at 120 ppm; however, these paces did not capture the heart. The patient was externally defibrillated, which reset the patient's rate and the device. No adverse patient effects were reported, and the device was then successfully interrogated and it was confirmed to be functioning normally. A physician reviewed this event and felt the patient was in ventricular fibrillation when the monitor showed pacer spikes and no capture and the device did not respond to or record the ventricular event because a magnet was taped in place during surgery.